Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported in the report that the patient received 2 line blocked alarms and was not sure what caused it. Patient opted to change the cassette and infusion set and line block did not recur. The infusion set was placed on the abdomen and the alarms would occur when in the sitting position. There is no patient injury.